Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) in regards to an unusual issue with her verio iq meter. The patient stated that the meter ¿was not alerting her when her readings fell outside of her pre-set range¿. The complaint was classified based customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) listened to the call. The patient reported that the alleged product issue began on (B)(6) 2017 on an unspecified time. The patient reported that she manages her diabetes with a combination of medications including invokana 300mg and farxiga 10mg and stated that she continued with her usual diabetes management routine including sliding scale in response to the alleged product issue. The patient stated that she developed symptoms of ¿low glucose¿ and self-treated with ¿glucose gel and pedialyte drink¿. She detailed that on (B)(6) 2017 she attended her doctor and was treated by an hcp with unspecified IV fluids IV fluids (brand and dose unknown). On (B)(6) 2017 the patient stated that she obtained a blood glucose result on a doctor¿s meter. However, she was unable to recall the result. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. The patient stated the reason she required IV fluids from an hcp was a result of the meter not alerting her to hi/lo messages.